Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while being used on the patient and when they loaded the cartridges then pushed the green button to fire, the cartridges did not fire even though it was used on a new stapler. There was no patient injury.